Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.00 x 24 mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed damage. Stent strut row 1-9 from the proximal end of the stent appear undamaged. The remainder of the struts were stretched distally; with some struts extending over the distal tip of the device. The manufacturing crimp data for this device was reviewed and there were no anomalies highlighted. The maximum crimp stent outer diameter was found and is within specification. The balloon cones were reviewed and there were no issues noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 05-may-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. After pre dilation was performed, a 3.00 x 24 mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient's status was good. However, returned device analysis revealed stent damage.